Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized due to low blood glucose levels, with a reading of 37 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was unable to troubleshoot further. The customer was not comfortable with the insulin pump, and requested a replacement. After being released from the hospital, the customer stopped using the insulin pump. During the time he was not using the insulin pump, he experienced high blood glucose levels, and was hospitalized for diabetic ketoacidosis, with a reading of 338 mg/dl. Nothing further was reported.